Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, displacement test due to blank display. Pump received with cracked case behind the pump at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that, the insulin pump was exposed to moisture and there were crack on the back of the insulin pump and did not turned on. The blood glucose was 302 mg/dl at the time of the incident. The customer also stated that, the keypad became unresponsive and there were damage on back right over battery compartment from top to bottom. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.